Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2020 for high blood glucose. The blood glucose at the time of the incident was 300 mg/dl and the other blood glucose value was 127 mg/dl. The customer was hospitalized for 19 days and did not wear the pump in the hospital stated that she went in for diabetes. The significant events leading to hospitalization were her kidneys and liver shut down and went to go on dialysis. The other symptoms were nausea, vomiting, abdominal pain and difficulty breathing. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. The troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.